Manufacturer narrative:
Findings: unit received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that keypad are not responding well. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.